Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed multiple unexplained power events. The battery compartment was found to be cracked. The battery cap was not returned with the pump; a test battery cap was inserted for testing. The pump powered on and was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the vibration function was not working; evaluation revealed that the vibration motor pins were misaligned. This issue is not likely to cause an adverse event because the audio alarm function was found to be working and the pump would alert the user of an issue.

Event description:
The patient reported that on (B)(6) 2011 the pump lost power and she experienced elevated blood glucose (bg). The patient did not report specific bg values and stated that with elevated bgs she experienced feelings of dehydration and pain in her head. The patient reportedly treated the elevated bg via syringe and continued insulin pump therapy. The reported bg excursion does not meet the definition of a serious injury. The patient stated that the pump has lost power multiple times, and that she has changed the battery four of five times and has tried three different battery caps, and the issue remains unresolved. Troubleshooting indicated that the battery compartment threads were stripped.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012): correction: adverse event, life-threatening, serious injury. On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. Due to the alleged issue, the patient claimed that she developed unspecified symptoms of dehydration and pain in her head. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue and she developed symptoms that can be associated with severe hyperglycemia. (Additional information) the pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.